Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into both the station and server, reviewed the data synchronization logs, and confirmed that no errors were present. Further the tss confirmed that the upload current in synchronization information showed version 2.0, with the view error option greyed out, indicating no active issues. Then the tss verified in manage inventory that the medications were correctly loaded on tower drawer 6 packet 4 and ran the all devices event report, which confirmed that the pharmacy technician had been able to load, unload, and perform inventory counts without any problems. Further the tss advised the customer to send load messages by following knowledge article "medes: resend pocket messages (load, unload, count, etc.)". The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user attempted to pull the medication vancomycin 1g, and the station displayed an error stating medication not loaded. The user attempted to unload and reload the medication; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.